Manufacturer narrative:
(H3,h6) medtronic representative went to the site to test the imaging system and replaced standalone board. Performed system checkout, checkout passed. System operates as intended. B01,c02,d02 are applicable h2 : a software analysis was initiated. However, the software evaluation found as not a software issue and software functioning as designed codes b01, c19, d14 are applicable to this analysis. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4) , #:version: 4.2.1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of the procedure. It was reported that the system was used successfully for a surgery and taken out of the room so site could push the images to picture archiving and communication system (pacs). When site brought the system into the hall, the xray was disabled. Issue resolved after a hard reboot of the system. There was no patient involved. This was fifth occurrence.

Manufacturer narrative:
H3, h6) no parts have been received by the manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, version#: 4.2.1, product ID: bi71000225, product ID: bi71000860, product ID: bi71000224, product ID: bi71000222, product ID: bi71000450, product ID: bi71000523. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.